Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead the patient experienced cardiac perforation, and cardiac tamponade. It was also reported that the ra lead exhibited high impedance. Diagnostic testing/troubleshooting performed. Perforation of ra lead thru the lateral atrial wall therefore bleeding which could only be stopped with assistance of sternotomy procedure. The ra lead was explanted via multiple procedures, as a portion of lead was capped and a portion remained in the patients' anatomy. Subsequently, the remaining portion of the ipl was removed, and a different lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.